Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint reported "we noticed that the balloon was pierced".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, a simulation was conducted using a sample from current production at the manufacturing facility. A visual exam was performed and no defects were observed. The cuff was then inflated to 25mbar. The cuff could be inflated and deflated without any issues. The sample was immersed into water with the cuff inflated and no air bubbles were observed coming from the cuff. The complaint could not be confirmed as the actual sample was not returned for evaluation. No issues were encountered on the sample taken from production at the manufacturing facility. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint reported "we noticed that the balloon was pierced".